Event description:
Healthcare professional reported a left side device rupture diagnosed via imaging and capsular contracture, baker grade ii. The device has been explanted with total capsulectomy.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 18jul2024.

Event description:
Healthcare professional reported, a left side device rupture. Diagnosed via imaging. And capsular contracture, baker grade ii. The device has been explanted with total capsulectomy.

Manufacturer narrative:
Left side: sn or lot#: (B)(6). Does not populate.

Manufacturer narrative:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.